Event description:
Reporter indicated a vns therapy pt's generator was found to be set to unintended settings. The generator was returned to the desired settings and subsequent diagnostic tests showed the device was performing as intended. Good faith attempts to obtain additional info have been unsuccessful to date.